Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An adhesive issue was reported with the adc sensor. The sensor prematurely detached, and the customer was unable to obtain readings. A blood glucose of 35 mg/dl was obtained, and as a result, the customer experienced the following symptoms described as "sweating, lightheaded," and was unable to self-treat, requiring third-party administration of glucose injection for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed on the sensor patch, no issue were observed. Adhesive was not returned. Unable to perform further investigation, issue will be closed to no product returned. If the adhesive is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted

Event description:
An adhesive issue was reported with the adc sensor. The sensor prematurely detached, and the customer was unable to obtain readings. A blood glucose of 35 mg/dl was obtained, and as a result, the customer experienced the following symptoms described as "sweating, lightheaded," and was unable to self-treat, requiring third-party administration of glucose injection for treatment. There was no report of death or permanent impairment associated with this event.